Event description:
It was reported there was a shocking or jolting sensation. The device was shut off and the shocking and jolting stopped. The device was reprogrammed, and the pt was going to discuss a revision with her doctor if the new programming did not improve her condition.

Manufacturer narrative:
(B)(4).